Event description:
Child died while monitor was in home. Monitor reportedly failed to alarm, however, available info suggests monitor was not being used. Monitor memory was "off", so there is no way to confirm actual use at time of death.